Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for the provided lot number 190715 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, three picture samples were provided for evaluation by our quality engineer team. Through examination of the picture samples, the cannula was observed crossing through the shield component. Although an exact cause cannot be determined, it is possible that the needle was bent during the shield assembly process due to incorrect positioning. The manufacturing personnel have been made aware of this incident in an attempt to increase the detection of this potential defect on the production floor. H3 other text : see h.10.

Event description:
It was reported that the needle 25ga 5/8in experienced the needle penetrating through the shield which was noted prior to use. The following information was provided by the initial reporter: during production one of our operators was removing the needle from its outer polybag and the needle stabbed the operator as it was piercing out of its hub. This is the first occurrence of an issue like this with your needles but due the danger behind a defect like this.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25ga 5/8in experienced the needle penetrating through the shield which was noted prior to use. The following information was provided by the initial reporter: during production one of our operators was removing the needle from its outer polybag and the needle stabbed the operator as it was piercing out of its hub. This is the first occurrence of an issue like this with your needles but due the danger behind a defect like this.